Event description:
Falsely elevated ctni results occurred on 2 pts. A result of 1.33 ng/ml was obtained for pt 1. The same sample was repeated with a result of 0.07 ng/ml. A result of 2.03 ng/ml was obtained for pt 2. Repeat analysis of this sample was 0.04 ng/ml. It is unk if the elevated results were reported to the physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pts as a result of the falsely elevated ctni results. The issue was resolved with maintenance of the heterogeneous module (hm) by the customer.